Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6), 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on (B)(6), 2022*** it was reported that the correct anatomy location was in the gastric venous. There was no difficulty experienced upon setting-up the device.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5, e1, h10

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on january 04, 2022*** it was reported that the correct anatomy location was in the gastric venous. There was no difficulty experienced upon setting-up the device.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had no bands. The slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire, which is an evidence that the trip wire was not secured. The suture thread was in good condition and contained seven knots. The device was observed under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. It was also confirmed that the post did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. An audible click and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. Upon analysis, it was found that the ligator head as returned without the bands. Also, the ligator head teeth were bent/damaged. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip wire was not secured due to absence of trip wire insertion marks. These conditions suggested inability of the device to deploy. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.